Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to duplicate the reported power issue. Physio did however observe that the modem cable connected to the device was damaged. It is a possibility that the damaged cable led to the reported power issue; however this could not be verified. Proper device operation was observed through functional and performance testing and the device was returned to the customer for use. A conclusive cause of the reported issue could not be determined.

Event description:
The customer reported that their device lost power on its own. The customer indicated that this issue occurred the one time and it was not reported to have occurred during patient use. The device was able to be powered back on.

Manufacturer narrative:
After further investigation, the most likely cause of the reported power issue was determined to be due to the connection of a shorted accessory cable to the device system connector.